Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, intra-operatively to a robotic laparoscopic gynecological procedure as part of a clinical study, the monopolar curved shears (mcs) were not recognized and could not be tele-operated. Due to the instrument being out of the field of view, it could not be fully visualized by the surgeon in his attempts to move it back into the field of view. The surgeon, concerned about the sharp instrument being unseen in the cavity, instructed the bedside assistant to remove the shears. The bedside assistant removed and reintroduced the mcs to resolve the issue. The mcs was difficult to load due to being caught in the drapes. There was a delay of approximately 5 minutes. There was no patient injury.